Event description:
It was reported that the right ventricular (rv) lead is experiencing intermittent undersensing and varying r-waves, smaller than in the past. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).